Manufacturer narrative:
Method: contact lens was measured for base curve and power. Results: surface inspection determined that there was a tear in the lens. Base curve and power matched the vial label. Conclusion: there is not a clear conclusion about where the tear occurred. This type of tear can be caused by pt mishandling of the contact lens or in the mfg process.

Event description:
Pt was seen by the practitioner on (B)(6) 2013 for red and irritated eyes. The practitioner's examination determined that the pt's od corneal was abraded and affected the eye near the limbus. The pt was treated in the practitioner's office with cycloplegia and antibiotics. The pt was released after treatment. The practitioner stated that the contact lens separated (tear) and caused the corneal abrasion. Synergyeyes was made aware of the event on (B)(4) 2013 when the contact lens and complaint form was returned to synergyeyes.